Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to t-wave oversensing during 150 beats per minute supraventricular tachycardia (the patient was at the gym doing physical activity). Technical services (ts) was consulted and provided troubleshooting and programming recommendations. Besides the inappropriate shock, no other adverse patient effects were reported. This product remains in service.

Manufacturer narrative:
This product remains implanted; therefore, technical analysis cannot be conducted. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to t-wave oversensing during 150 beats per minute supraventricular tachycardia (the patient was at the gym doing physical activity). Technical services (ts) was consulted and provided troubleshooting and programming recommendations. Besides the inappropriate shock, no other adverse patient effects were reported. This product remains in service.